Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted pulmonary lobectomy procedure; the yellow piece from the maryland bipolar forceps instrument allegedly broke and fell inside the patient. The broken fragment was retrieved. Although, no patient harm was reported at this time it is unknown what caused the instrument fragment to break off and fall inside the patient.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, the yellow piece from the maryland bipolar forceps instrument broke off and fell inside the patient. The fragment(s) were retrieved laparoscopically. The instrument was inspected prior to use and the planned surgical procedure was completed. There were no reports of any patient harm, adverse outcome or injury.